Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 (06/07/2012)-device evaluation: the meter involved with this complaint has been returned on (B)(6) 2012 and evaluated by product analysis (pa) on (B)(6) 2012 with the following findings: the meter passed all testing with no faults found. The retain test strips were tested and also passed testing with no faults found. Lifescan (lfs) has requested the return of the test strips for evaluation. If the test strips are returned lfs will evaluate them and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was giving her inaccurate results. The complaint was classified based on the medical surveillance specialist (mss) follow up call on (B)(6) 2012. The mss was advised by the patient that on (B)(6) 2012 at 9:30pm, she obtained the alleged inaccurate reading of "196mg/dl. " the patient stated that she manages her diabetes with a combination of medications: metformin, glyburide (unknown dosages) and lantus (sliding scale) and took 20units of lantus in response to the reported issue. The following morning, at 4:40am, the patient woke up feeling "shaky and sweaty", symptoms that she normally "associates with low sugars." She immediately tested on the subject meter and obtained a reading of "66mg/dl." Shortly after, she ate some "peanut butter crackers" and "felt better afterwards." At the time of troubleshooting, the cca determined that an approved sample site was used for testing and that the unit of measure was set correctly at time of testing. The cca also noted that the patient did not have any control solution available. Replacement products have been sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of severe hypoglycemia and received treatment after the alleged issue began.